Event description:
Information received from the field notes that during a routine follow-up, interrogation revealed a programmed rate of 30 ppm. The device was reprogrammed to the previously programmed rate of 60 ppm. The patient will continue normal follow-up routine.